Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01508 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, regular was used during a bronchoscopy on (B)(6) 2023. During the procedure, the image was lost as if the monitor had been turned off. The monitor was powered on, and the image was able to be retrieved. However, after a few seconds, the image blacked out a second time and the exalt model b scope was withdrawn from the patient without visualization. A second exalt b scope was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Problem code a06 captures the reportable event of loss of visualization inside the patient. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.